Event description:
It was reported that this pt was hospitalized and treated for dizziness around (B)(6) 2005. The pt also reported decrease performance with the implant. Around this time, she also had active otitis media with a perforated tympanic membrane and discharge, which was treated with antibiotics. An xray showed normal positioning of the device. Integrity testing was consistent with normal device function. As her hearing continued to decline, a CT scan was taken on (B)(6) 2007 which revealed that the electrode array was not in the cochlea. It is believed that this was due to breakdown of the bony labyrinth caused by middle ear infection. The device was explanted on (B)(6) 2007 and she was reimplanted contralaterally.

Manufacturer narrative:
This is a final report.